Manufacturer narrative:
Information has been received indicating that this complaint has been rejected because it has been determined that the patient did not actually have asr implants. No additional information has been received by which to determine product deficiency. Because the complaint has been rejected, it is considered closed. Should additional information be received indicating depuy product deficiency or contribution to an adverse event, the investigation will be reopened.

Event description:
Revision recommended for asr implant - left hip.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.